Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 450-595 mg/dl and ketones. Customer was treated with intravenous fluids and had blood tests done. The customer was released from the ER 6 hours later with a bg of 157 mg/dl and was "okay but felt really tired." Reportedly, intermittent occlusion alarms occurred. The pump supplies were changed to address the issue. Reportedly, the customer reverted to manual injections for insulin therapy.